Event description:
It was reported that the implantable neurostimulator (ins) was explanted and replaced due to normal end-of-life (eol) conditions. Interrogation prior to explant revealed high impedances (>10,000 ohms) on electrode combinations 0<(>&<)>1, 0<(>&<)>2, 0<(>&<)>3, 0<(>&<)>4, 0<(>&<)>5, 0 <(>&<)>6, and 0<(>&<)>7. Additional patient information was not provided.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead.